Manufacturer narrative:
An event regarding periprosthetic fracture involving a size 9 accolade ii 132 deg was reported. The event was confirmed. The device was not returned for evaluation. Medical records confirmed periprosthetic fracture on x-rays provided. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that a periprosthetic fracture occurred which required a revision surgery.

Event description:
It was reported that a periprosthetic fracture occurred which required a revision surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.